Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "when the catheter was inserted into the patient, the balloon discounted and broke, could not be delivered to the aorta". Additional information states that the device was removed in its entirety. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "when the catheter was inserted into the patient, the balloon discounted and broke, could not be delivered to the aorta". Additional information states that the device was removed in its entirety. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted damaged within the flex-tip assembly area; the iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.2cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the distal end of the bladder/helium pathway. No other damage or abnormalities were noted to the returned sample. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to the quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed damaged/broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously confirmed damaged/broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guide-wire could not advance at approximately 5.2cm from the iabc distal tip, which is the location of the previously noted damaged central lumen. Some blood noted on the guidewire upon removal. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 76.9cm from the iabc luer, which is the location of the previously noted damaged central lumen. Some blood noted on the guidewire upon removal. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "balloon discounted and broke" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged/broken within the iabc flex-tip assembly area. The damaged catheter can result in difficulty inserting the iabc into the patient. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "when the catheter was inserted into the patient, the balloon discounted and broke, could not be delivered to the aorta". Additional information states that the device was removed in its entirety. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).